Event description:
This was a right sided cardiac lead removal case conducted in the cardiac cath lab to remove 2 leads (rv & ra, age - 9yrs) due to an acute infection. An arterial line was placed, surgical back-up present, fluoroscopy utilized, and tee available. Both leads were prepped with a lld-ez, however the lld-ez in the rv lead was only able to inserted to just under the collarbone. The lld-ez in the ra lead was successfully inserted to the distal tip of the lead. The md began lasing the rv lead with a 12f sls ii and eventually upsizing to the 14f sls ii. Lasing progression stopped at the svc/innominant vein due to heavy fibrosis. The md chose to abandon the removal of this lead at this time and cut/capped the rv lead. Attention was now turned to the ra lead, lasing with the 14f sls ii, progression again stopped at the svc/innominant vein. The md removed the 14f sls ii and switched devices to a mechanical sheath (8f vascoextor viper) advancing it to the distal tip of the lead. The 14f sls ii was re-inserted, lasing was resumed and the ra lead was successfully extracted. Upon the removal of the sls the pt's arterial blood pressure dropped. It was evident on fluoroscopy the pt had developed a cardiac tamponade. The pt was placed under general anesthesia and a pericardiocentesis was performed. An emergent sternotomy was performed finding a 5mm tear in the pt's ra. This was successfully repaired, the pt stabilized and transferred to the ICU. On (B)(6) 2011 the pt underwent an extraction to retrieve the abandoned rv lead which was successfully extracted with a 12f sls ii, mechanical sheath and a lld-ez. The pt was transferred to the cardiac floor and reportedly recovered well. There were no devices retained from the case as they were discarded by the hospital staff during the code. An internal lhr review revealed no non-conformances or issues.